Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It was alleged that while the device was in use on the patient the power was cycled. After that occurred the device provided proper airflow. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Ventilator inoperative alarm from the alarm log of the unit was confirmed. Unit was cleaned and functionally tested. The device's software was updated to address the issue.